Event description:
It was reported that a message was received in the remote home monitoring system that the automatic threshold for this right ventricular (rv) lead was detected as greater than the programmed amplitude or suspended. Review of the automatic threshold electrograms (egms) showed a threshold of 2.9 volts. Review of lead trend data showed threshold measurements between 1.4 and 3 volts. Technical services (ts) reviewed the presenting egm, which, showed one definite example of loss of capture (loc), however, all other beats were difficult to confirm capture. Ts recommended further review of the lead to the physician. Additional information was received that the patient was seen for further evaluation by the physician. The lead was appropriately capturing at 3.5 volts and 4 volts. Programming changes were made to ensure proper capture with safety margins. Monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.